Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No unexpected partial display on the carelink reports anomalies noted. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0158. The initial report and or supplemental report had the incorrect incident date. The correct incident date is december 26, 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 300 mg/dl to 480 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump and manual injection. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.